Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, on (B)(6) 2022. On (B)(6) 2022, the pediatric patient did not have any symptoms at the time of the event, and the parent stated she tends not to have symptoms when she feels unwell. The cgm was displaying low; however, the patient's bg was 25.0 mmol/l. The parent treated the patient with insulin, and the child¿s condition stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, on (B)(6) 2022. On (B)(6) 2022, the pediatric patient did not have any symptoms at the time of the event, and the parent stated she tends not to have symptoms when she feels unwell. The cgm was displaying low; however, the patient's bg was 25.0 mmol/l. The parent treated the patient with insulin, and the child¿s condition stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.